Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) disconnected during therapy and did not press stop to cap the patient line and then reconnected. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 4 of 4. The home patient (hp) reportedly disconnected during therapy and did not press stop or cap patient line. The technical service representative (tsr) explained the alarm to the hp and reviewed the proper procedure. The tsr then assisted to retrieve cassette and advised to notify the nurse about the alarm and about not capping patient line. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the hp about the alarm, it was found that she had started over with new supplies. The hp stated that she is fine and that there was no patient injury or medical intervention associated with the complaint.